Event description:
In 2003, the pt reportedly fell down. Following the fall, the pt reportedly was unable to hear while using the sound processor. The pt was seen at the center for device evaluation. External equipment was exchanged. X-rays were taken and confirmed proper electrode array placement. Testing conducted revealed out of range impedances on all electrodes. Surgery to explant the pt's device is to be scheduled.